Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that during the pump exchange on (B)(6) 2013 (reported of MFR# 0002916596-2013-01640) the hospital completed pump burn in without problems. But when they went to start support, the pump did not turn on according to the surgeon. The surgeon could not feel the motor running. The perfusionist did not see any alarms on the system monitor. The system controller and patient cable were exchanged.